Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarms occurred (alarm 29) during the load sequence with multiple cartridges. Customer's blood glucose ranged from 60-80 mg/dl. Reportedly, the customer was able to reload the cartridge and resumed insulin delivery.